Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor (ccm) of the pump console went blank. Upon powering the system off and back on, the ccm returned to normal function. Subsequently the ccm displayed a message indicating that the state of the backup batteries was not known. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation of the battery indicator malfunction: actual device involved in incident was evaluated. Electrical tests performed. Performance tests performed. Component/subassembly failure (integrated circuit chip). Device failure occurred and was related to event. Volt regulator integrated circuit on the power manager circuit board failed, apparently due to a voltage spike of unknown origin. The nature of the malfunction of the ccm remains under investigation.